Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, g1-2, g3, g6, h1, h2, h6, h11. Corrected information: b5 and h6 health impact - the event occurred during the sterilization process. D4 - UDI is not applicable, the device was manufactured prior to di publish date. No product was returned or pictures provided; visual and functional evaluations could not be performed. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to october 2011 where it was identified that the product was manufactured by soplus before the acquisition by zimmer biomet in 2011. Sap was deployed as new erp (enterprise resource planning) in october 2011. Issue evaluation was initiated for missing dhrs in relation to devices manufactured before the acquisition of soplus by zimmerbiomet. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined.

Event description:
It was reported that, broken lid of the instrument was detected during sterilization process. No consequences or impact to the patient. Attempts have been made and no further information has been provided

Event description:
It was reported that, the lid of the instrument has been broken during the initial surgery. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2- foreign: spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.